Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was resistance upon removal. The target lesion was in the internal carotid artery. A 190cm filterwire ez was selected for use. During procedure, resistance was felt upon removing the delivery sheath after it was delivered to the lesion. Also, the slit of the delivery sheath (peel away section) had problem. The procedure was completed with this device. There were no complications reported and the patient's condition was good post procedure.

Event description:
It was reported that there was resistance upon removal. The target lesion was in the internal carotid artery. A 190cm filterwire ez was selected for use. During procedure, resistance was felt upon removing the delivery sheath after it was delivered to the lesion. Also, the slit of the delivery sheath (peel away section) had problem. The procedure was completed with this device. There were no complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The wire returned inside the delivery sheath. It is possible to observe that delivery sheath is stretched at 2.8 cm from the distal tip, and else the wire is kinked at 24.5 cm from the spring tip. Additionally, the spring tip is damaged (bent). Dimension inspection of the device that could be measured were performed and were within specification. The sheathing/unsheathing test was performed and the filter bag could be deployed/retracted. However, resistance was felt when the delivery sheath crossed through the kinked section of the wire and else the stretched section of the delivery sheath produced resistance on the wire.